Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have noticed they are having more accidents, especially in the morning. Their doctor directed them to contact the company to change device settings. When they first got the device implanted, it was going good and they were not having many accidents for the first couple week but now it seems like it is getting a little bit worse, especially first thing in the mornings for about the last 2-3 weeks. Patient also reported they no longer feel stimulation sensation but they do intermittently feel a pinching sensation at the ins site specifically when laying or rolling over in bed. Patient has not had any bad falls or traumas and does not notice any visible symptoms at the implant site but mentioned they have gained about 5 pounds since implant and wondered if that could have something to do with it. Reviewed option to increase stimulation or change programs. Patient increased stimulation to a comfortable level and felt stimulation in the pelvic floor area. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor to discuss pinching at ins site as well as therapy concerns if not resolved.